Event description:
One patient with discrepant creatinine results. Initial result 0.2 mg/dl, repeat 1.2 mg/dl. The initial result was not reported. The field service rep determined a loose clamp on outlet line of gear pump to be the cause. He also noted the detergent level was low and rinse level was high. He repaired the clamp, set detergent and rinse levels to proper spec. Performance tests performed which were within spec.